Event description:
It was reported that "two level acdf. Surgeon was putting in a corner screw and felt "pop" and saw the screw had gone thru the plate. Removed the plate and put on a new two level reflex hybrid plate and six screws."

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.